Event description:
Pump reported to be set up to infuse at 100 ml/hr with a 1 liter bag of either saline or lactated ringers. A secondary bag of antibiotics was set to go in over 1 hour. The bag volume was either 50 or 100 ml. The pump was started on secondary. After two hours, the secondary bag was empty and the primary bag was noted to have less solution than expected. The clinician reported that the bag was "almost empty." The pump was discontinued. The set was then used on another pump and therapy was continued without any reported problem. No pt injury resulted.